Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 463 mg/dl at the time of incident. Customer states the reservoir was able to lock in place. Customer states she did not have any alarms but the pump was making noises on the pump. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer declined to troubleshooting for their high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip.